Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin squirting from canula when priming the insulin pump. Customer's blood glucose value was unknown at the time of the incident. Customer reports that they insulin pump was suffered a shut down but it worked again when new batteries were introduced. Customer was declined troubleshooting. Customer received no delivery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be return for analysis.